Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the reported loss of fluid column was due to preparational circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling. Codes removed: medical device problem code: 1069.

Event description:
It was reported that on (B)(6) 2026, a patient presented with grade 4 degenerative mitral regurgitation (mr) and a posterior-2 leaflet flail for a mitraclip procedure. During device preparation, while connecting the stopcock to the steerable guide catheter (sgc) it was identified that the sgc continued to leak. The stopcock was removed, during which the inner piece of the stopcock broke off inside of the sgc flush port. This was unable to be removed, so a replacement sgc was selected. The procedure was completed successfully by implanting a mitraclip. The procedure was discontinued; the final mr was grade <1. There were no adverse patient effects or clinically significant delays reported.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a patient presented with grade 4 degenerative mitral regurgitation (mr) and a posterior-2 leaflet flail for a mitraclip procedure. During device preparation, while connecting the stopcock to the steerable guide catheter (sgc) it was identified that the sgc continued to leak. The stopcock was removed, during which the inner piece of the stopcock broke off inside of the sgc flush port. This was unable to be removed, so a replacement sgc was selected. The procedure was completed successfully by implanting a mitraclip. The procedure was discontinued; the final mr was grade <1. There were no adverse patient effects or clinically significant delays reported.